Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display. Pump received with stained end cap sticker.

Event description:
The customer reported via phone call that insulin pump had high blood glucose. The blood glucose at the time of the incident was 209 mg/dl and did not treat for high blood glucose. The customer was assisted with troubleshooting and declined for high blood glucose. The device will be returned for analysis.